Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implantation procedure, extension issues were observed on the right atrial (ra) lead helix. The ra lead was replaced and a new ra lead was successfully implanted. The patient was stable following this event.